Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured saccular thoracic aortic aneurysm approximately three weeks ago. The distal thoracic aorta was reported to be very calcified and diseased. The ruptured aneurysm was located behind the left subclavian artery. The aneurysm was successfully excluded post stent graft implant and the final angiogram looked good. The patient was taken to recovery, was extubated and talking and then it was reported; however, the patient coded and expired. No further information is available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm)m incorrect technique/procedure (treatment of a pre-operatively ruptured aneurysm). Conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm),operational context contributed to event (treatment of a pre-operatively ruptured aneurysm).